Event description:
The clinician reports the implant was inserted (B)(6) 2025 in ada 31. Details of surgery: primary stability not achieved, implant surface not completely covered with bone and immediate extraction site. On (B)(6) 2026, non-osseointegration was verified. Patient presented with previous bone augmentation. The device was forwarded to the manufacturer. At the event the patient experienced: peri-implantitis and bleeding. No further patient complications were reported.